Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh and obtryx were implanted. The patient had an avaulta plus implanted on (B)(6) 2009. It the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with hysterectomy; due to pop. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems and recurrence. It was reported that patient underwent mesh revision/removal on (B)(6) 2009 due to rectocele, vault prolapse, pain and discomfort. (B)(4).

Manufacturer narrative:
.